Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), (B) (4) (formerly ela medical) is filling this MDR at this time. Analysis is pending.

Event description:
During the implantation procedure, failure to pace was observed after the already implanted leads were connected to the pacemaker involved in this MDR report. The device was reprogrammed to vvi pacing mode; however, failure to pace was still observed. Pacing was observed only under magnet application. It was noted that lead measurements were normal.